Event description:
It was reported that the lead apparently fractured, with a possible crushed lumen. It was further reported that the lead helix would not deploy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead apparently fractured, with a possible crushed lumen. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The defib conductor was distorted, and the helix/lobe was distorted/bent. Blood was found in/on the helix/lobe mechanism, and the lead exhibited apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The defib conductor was distorted, and the helix/lobe was distorted/bent. Blood was found in/on the helix/lobe mechanism, and the lead exhibited apparent explant damage.